Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 200 mg/dl. Customer stated that the alarm occurred during a bolus. Customer uses the sensor feature on the pump. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Customer also stated that he called a nurse and she assisted him with getting his settings. Customer was advised to return the pump with the battery and to zero out the basal rates. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.